Event description:
Customer stated that she was unable to give herself a normal bolus for blood glucose readings of 346 mg/dl. Customer stated that she just got out of the hospital and is sick and taking antibodies which may be causing the high blood glucose readings. Customer stated that she was not on the insulin pump at the hospital which may also be causing the high blood glucose readings. Through troubleshooting and assistance customer was able to deliver the bolus. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.